Manufacturer narrative:
The root cause for the reported issue of a safety clamp did not close was not determined. The reported issue that there was a safety clamp did not close could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that the alaris pump, low sorbing IV sets are supposed to have a safety system which makes the safety clamp close while removing from the alaris pump. But in ep lab it witnessed a scenario in which the safety clamp did not close while removing from the pump and the medication was on free flow. Luckily this happened at the end of procedure and tubing was not connected to patient. If it was, a serious harm would have happened. Potential unsafe condition/medication free flow situation for patient. Event did not affect patient, as infusion was disconnected from patient IV site when potential free-flow event occurred.